Event description:
Reporter alleged the customer obtained the result of 45 mg/dl on aviva system 1 and 119 mg/dl on aviva system 2 back to back within 10 minutes. Reporter was feeling shaky and self-treated with juice, candy, and fruit after getting the 45 mg/dl result but before getting the 119 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were unavailable, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.